Event description:
Patient with hospital acquired pressure injury due to endotracheal tube attachment device. Endotracheal tube attachment device used was hollister anchofast endotracheal tube attachment device ref# 9799. This product was redesigned and released with new lip foam. Our organization has seen an increase in pressure injuries to lip related to this device since lip foam redesign.